Manufacturer narrative:
(B)(4). The death will be reported in MDR # 1218950-2015-06419. This MDR will be reported as a non adverse event.

Event description:
The customer reported that the heartstart mrx failed to shock during a patient event. The customer reported four mrx defibrillators were used. The involved patient died.